Event description:
It was reported that the monarc sling system was implanted in (B)(6) 2006. In (B)(6) 2009 the plaintiff returned to the hospital with recurrent urinary tract infections and mixed incontinence. Upon examination it was noted that the plaintiff was "tender over her urethra and there was marked leakage on coughing with some descent." The urinary tract infection was confirmed and treated with antibiotics. "Urodynamics confirmed that the [plaintiff] had a low capacity bladder with over-activity and some urgency with urge incontinence. There was also urinary stress incontinence. [The doctor] performed a cystoscopy and noted that there was erosion of the tape on the left side of the urethra. She did not see any obvious abnormality within the bladder. She concluded that the transobturator tape had eroded into the left side of the urethra causing the [plaintiff] to become incontinent with recurrent urinary tract infections. She referred the [plaintiff] to [a] consultant urologist, at [the hospital] for advice in relation to further management. She felt that the tape would require to be removed. The [plaintiff] was prescribed low dose antibiotic prophylaxis in an attempt to control the uti¿s." "The [plaintiff] underwent surgery on december 15, 2009. It was confirmed that the tape had eroded into the lumen of the urethra and into the bladder. The urethral defect created by the removal of the tape was 1.5cm in length. Following removal, the [plaintiff]¿s incontinence returned." "Urodynamic evaluation demonstrated severe stress incontinence with a low urethral closure pressure and, on that basis, [the consultant urologist] decided to use a pubovaginal sling placed at the bladder neck. This surgery was performed on july 19, 2011. Following surgery, the [plaintiff] noted an initial improvement in that she was dry in the daytime. In november 2012, the [plaintiff] was referred back to [the consultant urologist] by her [general practitioner] as her symptoms had returned. The [plaintiff] continues to suffer loss, injury and damage as hereinafter condescended upon as a result of the insertion of the tape.¿

Manufacturer narrative:
(B)(4). (B)(6).